Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) with tfna for a femoral trochanteric fracture. Preoperative CT measurements showed a distance to the femoral head of approximately 75mm; however, intraoperative measurements of blade showed 95mm. The patient could not open the hip joint due to osteoarthritis. The lateral image was not clear, and the frontal image showed that there appeared to be sufficient distance to the subperiosteal cartilage. Then, 90mm blade was used for surgery. Since the patient has severe osteoporosis, cement augmentation was performed. The surgery was completed successfully without any surgical delay. Postoperative x-ray showed that the blade appeared to be slightly perforated. The surgeon decided to follow up with the patient without any additional medical intervention. According to the surgeon, the second half was hard when hammering the blade in, and it could have been the feel of the blade perforation. The surgeon could not tell because on the image it looked like there was a distance to the subchondral bone. This report is for a tfna fenestrated helical blade 90mm - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.